Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a fluid/oil based liquid was discovered leaking through a hole in the bottom of the cycler in step 10, treatment complete. Upon follow up, the patient contact confirmed the reported event stating that the fluid was a machine lubricant and was leaking out of the bottom of the cycler. The patient contact confirmed that no delflex solution leaks were experienced. The patient contact stated that the leaking lubricant was first identified a few days prior to notifying fresenius, however the date when they first discovered the leak was unknown. The fluid was noticed coming from a small hole opening underneath the bottom of the cycler and was accumulating in small amounts on the cycler cart. The patient contact stated that after treatment was completed, they wiped the accumulated lubricant and continued to break down the treatment. The patient contact stated there was no delflex solution coming from the hole in the bottom of the cycler. The patient contact stated no delflex solution was seen on the cart or inside of the cassette door of the cycler. Additionally, the patient contact confirmed that the machine has been working as intended and has not experienced any alarms or other issues. The cause of the leak was unknown. The patient contact stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient has received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The cassette is not available for return to the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a fluid/oil based liquid was discovered leaking through a hole in the bottom of the cycler in step 10, treatment complete. Upon follow up, the patient contact confirmed the reported event stating that the fluid was a machine lubricant and was leaking out of the bottom of the cycler. The patient contact confirmed that no delflex solution leaks were experienced. The patient contact stated that the leaking lubricant was first identified a few days prior to notifying fresenius, however the date when they first discovered the leak was unknown. The fluid was noticed coming from a small hole opening underneath the bottom of the cycler and was accumulating in small amounts on the cycler cart. The patient contact stated that after treatment was completed, they wiped the accumulated lubricant and continued to break down the treatment. The patient contact stated there was no delflex solution coming from the hole in the bottom of the cycler. The patient contact stated no delflex solution was seen on the cart or inside of the cassette door of the cycler. Additionally, the patient contact confirmed that the machine has been working as intended and has not experienced any alarms or other issues. The cause of the leak was unknown. The patient contact stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient has received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The cassette is not available for return to the manufacturer.